Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, infection, and urinary problems.

Manufacturer narrative:
The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of align to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection / too much tension placed on the implant. Perforation or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced bowel problems, vaginal scarring and adhesions, sling erosion and extrusion, pelvic and vaginal pain, pain and suffering, loss of enjoyment of life, chronic constipation, cystocele, diverticulitis, pelvic trauma, rectocele, postoperative indwelling foley due to cystotomy, hospitalization for pulmonary embolism and deep vein thrombosis in left leg, irritable spastic bladder, dysuria, anemia, overactive bladder, renal calculi, recurrent stress urinary incontinence, dyspareunia, urethral hypermobility, scarring on the base of the bladder, urge incontinence, nephrolithiasis, right extracorporeal shock wave lithotripsy, kidney stone, atrophic vaginal mucosa, postcoital urinary tract infections, pelvic floor physical therapy, nocturia, urgency, reduced bladder capacity, pelvic pressure, bladder spasms, hematuria and required surgical and nonsurgical interventions.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events ¿complications associated with the proper implantation of the align® urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with overcorrection/ too much tension placed on the implant. Perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence.¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.